Manufacturer narrative:
The device remains implanted and is not available for inspection. Complaint conclusion-as reported by the legal department, a cordis optease inferior vena cava (ivc) filter was implanted in a patient. Subsequent injuries and damages included, but were not limited to, blood clots, clotting and occlusion of the filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without medical records and films for review, the reported blood clots, clotting, dvt, and occlusion of the filter, could not be confirmed. The cordis optease ivc is designed as a permanent or temporary vena cava filter. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy for thromboembolic disease, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots, clotting, and dvt may be associated with immobility, medications, high blood pressure, high cholesterol, smoking, surgery, and family history. Blood clots, once formed, can travel to other parts of the body causing harm. In addition, a blood clot in an artery that supplies blood to the heart or brain may result in heart attack, stroke, or transient ischemic attack (tia). With the information available, the timing and clinical cause for the reported blood clots, clotting, dvt, and occlusion of the filter, could not be conclusively determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal department in (B)(6), the patient was implanted with a cordis optease inferior vena cava (ivc) filter. Subsequent injuries and damages included, but were not limited to, blood clots, clotting and occlusion of the filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. No additional information is available.